Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was returned and evaluated by failure analysis. The instrument was found to have a broken grip cable at the distal end. Multiple follow-up attempts were made to retrieve the mcs instrument tip cover accessory, however, intuitive surgical, inc. (Isi) did not receive the accessory involved with the complaint to perform failure analysis the probable root cause for the reported defective tip cover could not be determined based on the information provided. Refer to the following fields for corrected values: h3. Device evaluated by mfg . H8. Usage of device. Annex g - component desc 1.

Event description:
Refer to h11 for follow-up information.